Event description:
Information was received indicating that preventative maintenance of a smiths medical level 1 h-1200 fast flow fluid warmer, the over temperature alarm occurred. It was reported that unit was over-heating. There was no patient use or reported adverse effects.